Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 236 mg/dl. The customer's mother stated that while at the hospital the customer was taken off of the insulin pump and his blood glucose levels returned to a normal range; however, after the customer was put back on the insulin pump, he went back into diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. The customer's mother did not have a tubing clamp to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.